Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The liner would not seat properly in the trident psl shell that was implanted. Surgeon tried to seat liner on shell about three times and it would not seat properly. This caused about two minutes of surgical delay.

Manufacturer narrative:
An event regarding seating locking issue involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. Method & results: device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Minor indentation damage is noted around the back side of the device on both the hemispherical surface and the locking face. This damage appears consistent with debris trapped between the liner and shell. Medical records received and evaluation: medical records or x-rays were not provided for analysis. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The liner would not seat properly in the trident psl shell that was implanted. Surgeon tried to seat liner on shell about three times and it would not seat properly. This caused about two minutes of surgical delay.